Event description:
It was reported that 23 g x 1 in. Eclipse needle smartslip contained foreign matter. The following information was provided by the initial reporter: " we received a report of an alleged quality issue of the product bd eclipse needle 23 g, in a sealed sterile packaging a contamination was observed".

Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through visual inspection of the picture, black spots were observed in the hub component. These spots were identified as embedded burnt plastic. During the molding process some particles of plastic may remain in the walls of the mold and become burnt due to the high working temperatures. A device history record review was completed for provided lot number 2103006. The review revealed one related quality notification during the production of the hub component.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 23 g x 1 in. Eclipse needle smartslip contained foreign matter. The following information was provided by the initial reporter: '' we received a report of an alleged quality issue of the product bd eclipse needle 23 g, in a sealed sterile packaging a contamination was observed".